Manufacturer narrative:
Unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, cracked case at battery tube side, scratched case and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose was 175mg/dl at the time of the incident. The customer reported that lip ring was cracked on reservoir. The customer reported that the reservoir can lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.